Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which an adhesive issue was reported with the adc sensor. The sensor prematurely detached after less than 8 days of wear and the customer was unable to obtain readings and monitor glucose levels. The customer was contacted and reported that as a result, customer was light head, dizzy and was unable to self-treat, requiring third-party administration of insulin 70/30 from a healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.